Manufacturer narrative:
Follow-up # 2 ¿ (07/04/2014) device evaluation:the lay user/patient¿s products have been returned on 06/04/2014 and evaluated by lifescan product analysis on07/02/2014 with the following findings:the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found: however a secondary issue with the vial was noted, where the vial hinge was brocken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Correction for follow up#1 - the MFR narrative corrected to show the correct date of return of meter. Follow up #1 made an incorrect reference to date of return of meter which should be disregarded; the lay user/patient¿s products have been returned on 05/21/2014.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/03/2014) device evaluation:the lay user/patient¿s products have been returned on 04/23/2014 and evaluated by lifescan product analysis on 06/23/2014 with the following findings:error message is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.